Manufacturer narrative:
The patient's attorney initially reported a single composix kugel mesh, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified additional meshes. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The patient was also treated for a recurrence which is a known adverse event listed in the IFU. A lot number was not provided therefore a manufacturing review is not possible. Additionally, no sample was returned for evaluation. Based on the review of the information currently available, no connection could be made between the adverse patient outcome and the davol product in question. See MDR 1213643-2012-00396 for information related to the kugel patch mesh implanted on (B)(6) 2005.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2005: repair of a ventral hernia with a kugel patch. On (B)(6) 2005: doing well after surgery. Wound is healed. On (B)(6) 2005: after heavy lifting noted tenderness in abdominal area at the ventral hernia repair site. On (B)(6) 2005: diagnosis of recurrent ventral hernia. On (B)(6) 2005: repair of recurrent ventral hernia with composix mesh. On (B)(6) 2005: pain, red spot, no drainage at hernia repair site. On (B)(6) 2006: nausea, shaking, chills, incision opened up and draining. On (B)(6) 2006: drainage from site, treated with antibiotics. On (B)(6) 2006: infected mesh, excisions of both kugel patch and composix mesh. On (B)(6) 2007: repair of recurrent incisional hernia with composix kugel mesh.